Manufacturer narrative:
Correction b5: additional information received reports that the patient's high impedances were on one 3186 lead and not two 3286 leads as previously reported. Correction d4: model number has been updated to 3186.

Event description:
Additional information received reports that the patient's high impedances was on one 3186 lead and not two 3286 leads as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04734. It was reported that the patient's leads had high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. During processing of this complaint, attempts were made to obtain complete device and event information. Further information was requested but not received.